Manufacturer narrative:
(B)(4). The customer returned one weck vista access balloon port for investigation. The returned sample was visually examined with and without magnification. Visual examination of the balloon revealed that the balloon has partially detached from the cannula at the proximal end. No other defects or anomalies were observed. Reference (B)(4) for investigation photos. Functional inspection could not be performed on the returned sample based upon the condition received. However, an attempt to recreate the defect was made using a lab inventory port of the same type. Using a lab inventory syringe, air was inflated into the balloon in attempt to cause a "burst." After approximately 50 cc of air was injected into the balloon, the balloon material detached from the cannula at the proximal end. The damage caused is similar to the damage observed on the sample returned. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it other remarks: to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture." A corrective action is not required at this time as the type of damage observed on the device is consistent with a device that has been overinflated. Use error caused or contributed to this event. The reported complaint of a broken balloon tip during use was confirmed based upon the sample received. The balloon on the sample received was confirmed to have partially separated from the cannula at the proximal end. An attempt to recreate the damage was successfully made by overinflating a lab inventory port of the same type. The IFU instructs the user to inflate the balloon with no more than 10 cc of liquid or 15 cc of air. All balloon ports are 100% inspected for inflation during the inspection process. A device history record review was performed with no evidence to suggest a manufacturing related cause. Based upon the repeatability of the damage and the information that was provided that the balloon was found broken during use, use error caused or contributed to this event.

Event description:
Reported event: the balloon was broken during verification of sealing. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx70mm, lot #73k1500497 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the balloon was broken during verification of sealing. The patient's condition was reported as fine.